Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the reporter stated that there was foreign matter inside drip chamber. The event was noted during infusion. There was patient involvement, no adverse event, and the set was replaced and therapy resumed.

Manufacturer narrative:
The device was received 11/18/24 for evaluation. As received, multiple brown spots were confirmed visible in the drip chamber. The drip chamber was cut open and the particles were confirmed to be embedded in the drip chamber wall, not in the fluid path. The combined area of these particles exceeds the allowable surface area of embedded or attached foreign material per product specifications. The complaint of foreign material can be confirmed. The probable cause is burnt material embedded in the wall of the drip chamber during the molding process in manufacturing. While the device fails visual inspection, the embedded material is not in the fluid path and does not affect the functionality of the device. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.